Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse pulmonary veins isolation procedure to treat paroxysmal atrial fibrillation, during the insertion of the farawave catheter into the faradrive sheath, air bubbles were noticed in the flush port of the sheath. The physician attempted to remove it by the syringe, but problem persisted. No air was observed in the patient. The farawave catheter was removed from the faradrive sheath, and the sheath was changed for a similar device resolving the issue. The procedure was completed with no reported patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. Laboratory analysis of the returned faradrive steerable sheath revealed tears in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientifics investigation determined the tears in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. A corrective and preventive action (CAPA) investigation was initiated to further evaluate these events and determine the root cause.

Event description:
It was reported that during a farapulse pulmonary veins isolation procedure to treat paroxysmal atrial fibrillation, during the insertion of the farawave catheter into the faradrive sheath, air bubbles were noticed in the flush port of the sheath. The physician attempted to remove it by the syringe, but problem persisted. No air was observed in the patient. The farawave catheter was removed from the faradrive sheath, and the sheath was changed for a similar device resolving the issue. The procedure was completed with no reported patient complications. The device has been returned for analysis.